Manufacturer narrative:
Customer quality (cq) engineering investigation: this complaint is confirmed. One reamer head was received at cq with one of the four distal tips sheared off. A portion of the sheared off fragment was returned also. The material surface at the fracture site appears homogeneous when viewed under 5x magnification. The reaming rod was not returned and no lot# was provided and therefore no investigation could be performed for the reaming rod. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. Visual inspection at cq confirmed the complaint description for the reamer head. One reamer head was received at cq with one of the four distal tips sheared off. A portion of the sheared off fragment was returned also. The material surface at the fracture site appears homogeneous when viewed under 5x magnification. DHR review no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Drawings were reviewed during this investigation. No product design issues or discrepancies were observed. The cannulation diameter at the location of breakage measured 2.67mm at cq (best fit gage pin (B)(4)) which is within specification of 2.65mm - 2.75mm per drawing. A dimensional inspection of the outer diameter feature at the location of breakage was unable to be obtained due to the oblique fracture pattern. Unable to determine a definitive root cause. However, per the complaint description "as the surgeon reamed the tibial canal, he bent the reaming rod too aggressively, causing the reaming rod to engage the reamer head, breaking the head." Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s weight is not provided for reporting. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 352.085, lot # f-17164: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 19. Aug. 2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer head broke during an intramedullary (im) nailing of the tibia on (B)(6) 2017. As the surgeon reamed the tibial canal, he bent the reaming rod too aggressively, causing the reaming rod to engage the reamer head, breaking the head. There was a slight surgical delay as they retrieved the broken reamer head fragments; it is believed that all fragments were retrieved. No additional x-rays were required. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: flexible reamer shaft (qty # 1), small battery drive (qty # 1). This report is for one (1) 8.5 mm medullary reamer head. This is report 1 of 1 for complaint (B)(4).